Event description:
Procedure: colon resection. According to the reporter: the customer reports that stapling was not done properly on the big intestine so the surgeon had to convert the surgery to an open surgery with a ta device. It is unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4).